Manufacturer narrative:
D1 (brand name) has been updated. Ppae(sepsis/thrombocytopenia) : the root cause of the injuries was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a patient of unknown age was evaluated following an admission on (B)(6) for complaints of shortness of breath and a ground-level fall. The patient had a history of deep vein thrombosis, pulmonary embolism, non-compliance with rivaroxaban, and alcohol use. He was admitted to the hospital for presumed pulmonary embolism, but subsequently decompensated requiring endotracheal intubation and vasopressor support. Echocardiography demonstrated a left ventricular ejection fraction of sixty to sixty-five percent with a dilated right ventricle. Computed tomography was performed and was negative for pulmonary embolism. On (B)(6), the patient was cannulated for veno-arterial extracorporeal membrane oxygenation for right ventricular support, but the left ventricular ejection fraction also decreased to 10-15%, and the patient exhibited very narrow pulse pressure while on veno-arterial extracorporeal membrane oxygenation. The heart team requested urgent impella placement for left ventricular unloading. Subsequently, the white blood cell count was noted to be elevated and concerns for sepsis were raised. On (B)(6), platelet counts were noted to be decreasing and the patient was evaluated for heparin inducted thrombocytopenia. The patient was escalated to the impella 5.5 device on (B)(6). On (B)(6), the patient received transfusion of two units of packed red blood cells for anemia while a cerebral bleed was diagnosed per computed tomography. Systemic heparin was discontinued and bicarbonate placed in the purge solution. On (B)(6) the patient received additional blood products. The impella 5.5 device was explanted on (B)(6) while the patient remained on veno-arterial extracorporeal membrane oxygenation.

Event description:
The complainant reported additional information upon request: "antibiotics administered. Pump is not available. Source of infection not attributed to impella."

Manufacturer narrative:
B5 updated.